Event description:
On 05/15/2020, axonics was made aware by the patient that they were receiving waves of electric pain from the middle of the spine down to their left side of the back. This would occur a couple times a day. The sensation occurs after a period of non-activity. Patient received the implant on (B)(6) 2020 and the ipg was implanted on the right side. The patient reported they had back surgery in (B)(6) 2018. At the time, they were receiving electric pain throughout the day and the doctor indicated that the nerves were regenerating. The patient felt the new sensation was different than the pain they experienced after back surgery. On (B)(6) 2020, the clinical specialist and doctor met with the patient in the clinic. Impedance checks were ran and there were no issues. The doctor assessed the patient and determined that the electrical sensation the patient was feeling was due to the previous back surgery. The scarring from tunneling for the implant may have pulled on the scar from the back surgery and impacted the nerve sensations. Patient has had a reduction of urinary symptoms and there fecal incontinence has also improved slightly. Patient was reprogrammed so they had more ranges of stimulation. Doctor also recommended increasing stimulation to improve fecal incontinence symptoms.